Event description:
It is reported the "staple load did not fire properly". The patient was not harmed, another device was used to completed the procedure, which concluded uneventfully. There was a very minor delay to procedure.